Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l4-5. Three months post-op it was found that one set screw had migrated out of the bone screw. One month later the patient underwent a revision surgery to remove and replace the set screw, bone screw and rod. No additional patient complications were reported.

Manufacturer narrative:
Set screw location within construct unknown. Threads do not show evidence of cross threading. Microscopic examination of set screw rod interface node height and morphology are atypical of full tightening, when compared to bench samples. Node deformation height (@ center) and morphology found to be significantly different than typical from bench comparison samples. Node morphology found to be tall and blunt, in comparison with bench comparison samples. Asymmetrical rod witness marks on the mas crown consistent with rod angulation in the mas saddle. Asymmetrical set screw witness marks also noted on the rod surface. Microscopic examination identified deformation and partial shearing of the set screw threads flank. This suggests that pre-loading may have been a factor in set screw node deformation. The identified preloading is consistent with rod angulation creating an upward cantilever force. The above observations are consistent with incomplete seating of the rod in the mas saddle at final tightening.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l3-5. It was mentioned that on the day of surgery the patient had two mild strokes that occurred on the left side affecting patient balance. Three months post-op it was found that one set screw had migrated out of the bone screw. One month later the patient underwent a revision surgery to remove and replace the set screw, bone screw and rod. Special precautions were used to make certain that a stroke did not happen again, including giving injections to patient of blood thinner once patient was sent home. No additional patient complications were reported.